Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded data log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. A manual test was performed and speaker did not sound. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product or data were provided for evaluation. The reported no audio output could not be confirmed. A root cause could not be determined.